Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had a delivery anomaly. It was reported that the customer dialed the intended insulin dose, but insulin did not come out, even after priming and trying different cartridges. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.